Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that during an adult 3-in-1 peripheral infusion at a rate of 68.8ml/hr. For 24 hours for a total volume of 1,650ml and while connected to the patient, dripping was heard on the floor and it was noticed that the IV tubing was split.. There was no patient impact.